Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-10362. Related manufacturer reference number: 2017865-2022-10363. It was reported the patient presented with an unspecified infection. The pacemaker and atrial lead were explanted. The patient condition was unknown. No further information was reported about this event.

Event description:
New information noted the patient initially presented to the emergency department with fever and rigors. The right ventricular lead was explanted. The patient was discharged home.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.